Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Laboratory analysis could not confirm the clinical observations. Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the presence of set screw marks on the lead terminal pin and dried blood/body fluid was noted in the lumen. Resistance testing and a pressure test of the inner insulation was completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. The lead did not pass the guidewire test due to the presence of blood/body fluid.

Event description:
Boston scientific received information that the patient implanted with this left ventricular (lv) lead experienced phrenic nerve stimulation. In addition, the lv lead exhibited high pacing threshold measurements and loss of capture (loc) at maximum device outputs. The lv lead was observed to have dislodged. A revision procedure was performed. The lead was explanted and the patient was successfully implanted with epicardial leads. No additional adverse patient effects were reported.